Manufacturer narrative:
During the on-site investigation, the technical service engineer found no problems with the system. Preventive maintenance, gas bottle change and standard testing procedure were performed to specifications. A review of the log file for the date of this pt¿s surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified. (B)(4).

Event description:
Customer reported metallic foreign bodies, ¿flecks¿, were noticed upon flap check after lasik procedure. The surgeon was reported to have attempted to irrigate the foreign material without any improvement (removal). No pt harm/injury was reported.